Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis on a robotic laparoscopic procedure, the wire broke. A suture from the same batch was used instead. There was no patient injury.